Event description:
Caller reportedly received the following results on the aviva combo system within 10 minutes: 171 mg/dl, 157 mg/dl, 40 mg/dl and 334 mg/dl. No death or serious injury reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.